Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient felt a thumping and might need the device reprogrammed. Follow up was conducted at the patient¿s clinic. The nurse indicated the patient was seen and an increased threshold on the left ventricular (lv) lead was noted. Records did not show any thumping. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.